Event description:
It was reported that pump had trouble connecting to cgm by bluetooth and displayed a cgm error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through a full pump reset, and after reset pump no longer displayed cgm error, with no further corrections needed.